Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times. The insulin pump also alarmed low battery. Customer's blood glucose level was 404 mg/dl. She treated her blood glucose level with a bolus and manual injection. The device was not returned.